Event description:
Asr revision; asr xl acetabular system - left hip. Reason(s) for revision: pain, component loosening, metallosis, alval/soft tissue reaction.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl acetabular system - left hip, reason(s) for revision: pain, component loosening, metallosis, alval/soft tissue reaction. Update received: 21st december 2013 - amended implant date: (B)(6) 2008. Update received: 4th april 2014 - marked as legal, added (B)(6) reference number, amended implant date: (B)(6) 2008, filled mapped to mw fields, created and closed 1st and 2nd action activity requests for further information and advised which component became loose - component loosening - cup. Update received: 4th april 2014 - added patient name, added patient ID (initials), left note and attached legal letter.